Event description:
It was reported by the edwards territory manager that during the transfemoral deployment of a 23mm sapien valve a light movement was made ventricular to seat the valve appropriately but it was too much. The final deployment resulted in the valve being too aortic and canted, with the valve sitting in a 90:10 aortic position in the left coronary cusp and 70:30 in the noncoronary cusp. There was a fair amount of central aortic regurgitation, so the immediate decision was to prepare a second valve. The second valve was prepared and implanted resulting in a 50:50 implant securing the first valve and resolving the aortic regurgitation leak. Additional information noted there was mild native valve/leaflet calcification, moderate aortic root calcification, and mild mitral annular calcification (mac). The patient had no septal hypertrophy. The patient had a fairly horizontal heart. The coaxial alignment of delivery system and valve was reported to be good and the image intensifier angle was described as good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition and valve regurgitation requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. In addition there are several procedural and anatomical factors which could contribute to valve regurgitation, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case the exact cause of the event could not be confirmed however patient (horizontal heart) and procedural factors (coaxial alignment of delivery system and valve) could have caused or contributed to the events of slightly canted and too aortic deployment of the valve; resulting regurgitation. This was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.